Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as a peritoneal infection. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, routes and durations were not reported). Dianeal therapies were continued during the treatment. On an unreported date, the patient was recovered from the peritonitis. No further detail was provided regarding whether the patient was hospitalized. No additional information is available.